Event description:
The reported issues are now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) experienced pain and a burning sensation while the ipg was turned off. The burning sensation would occur 30-45 minutes after turning off the ipg. A replacement charging system was sent to the patient and troubleshooting steps were attempted without success. The patient underwent surgical intervention at which the ipg site was relocated and the ipg was replaced with a new one.